Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet, with episodes of hyperglycemia characterized by pauses in insulin delivery during glucose declines and guidance provided against pausing. Symptoms included nausea, vomiting, thirst, and presyncope, with one reported glucose of 44 mg/dl treated with oral glucose and another reported glucose of 413 mg/dl. Outcomes included the need for troubleshooting and education, and transfer to a clinical support line, without hospitalization. Investigation included complaint handling and product use troubleshooting. Investigation of this case revealed cause of both hyperglycemia and hypoglycemia was unclear. It was concluded that product malfunction was not confirmed and user-related factors could not be excluded. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.